Event description:
It was reported that the PICC was placed in 2004 to administer tpn and dextrose. About three weeks later, the pt went into cardiac arrest and expired two days later. There were no other lines in the pt except for et airway ventilator. A chest x-ray was taken 2 hours before the pt expired and the catheter appeared to be in good placement. There was pleural fluid found in the chest cavity. The result of the glucose count was 449. No autopsy was performed at the request of the family. Further details are being pursued.